Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 404 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the cannula was kinked. The customer's insulin pump passed all self tests. The customer stated that the issue was the kinked cannula that caused blood to travel in the tubing and eventually cause the high blood glucose. The customer stated that they had resolved the issue and needed no further assistance.